Event description:
The user reported the touch screen on the central control monitor was broken. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.